Manufacturer narrative:
Citation: de bonis m, et al. Mitraclip therapy and surgical edge-to-edge repair in patients with severe left ventricular dysfunction and secondary mitral regurgitation: mid-term results of a single-centre experience. Eur j cardiothorac surg. 2016 jan;49(1):255-62. Doi: 10.1093/ejcts/ezv043. Epub 2015 feb 10. Presented at the 28th annual meeting of the european association for cardio-thoracic surgery, milan, italy, (B)(6) 2014. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the surgical and percutaneous edge-to-edge repair techniques in patients with severe left ventricular dysfunction and secondary mitral regurgitation. All data was retrospectively collected and analyzed from a single center between 1999 and 2011. The overall study population included 120 patients (percutaneous repair = 55 patients, surgical repair = 65 patients). In the surgical group (predominantly male, mean age 63.2 years), mitral valve repair was performed using st. Jude medical, carpentier¿edwards, or medtronic duran annuloplasty rings. No unique device identifier numbers were provided. The authors noted that the post-operative follow-up ranged from 2.5 to 9.8 years in the surgical group. In the surgical group, a total 34 deaths occurred during follow-up, including 22 cardiac-related deaths. The authors did not disclose the manufacturer of the annuloplasty device used to treat each of these patients; therefore, a direct correlation was not made between duran and the deaths. In the surgical group, post-operative adverse events included: low cardiac output syndrome; need for intra-aortic balloon pump support; sepsis; mediastinitis; tracheostomy for respiratory failure; stroke; mild to severe mitral regurgitation (residual or recurrent); and reoperation. Reasons for reoperation consisted of heart transplantation, left ventricular assist device implantation, and mitral valve replacement. Duran may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.